Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilation performed on (B)(6) 2015. According to the complainant, during the procedure, it was noted that the balloon was inflating, however the needle in the gauge was not moving. The procedure was completed with another syringe and the same balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilation performed on (B)(6) 2015. According to the complainant, during the procedure, it was noted that the balloon was inflating, however the needle in the gauge was not moving. The procedure was completed with another syringe and the same balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device showed that the gauge needle was resting at 0 atm. During the functional gauge leak test, it was noted that the gauge needle did not increase as pressure was increased. Based on the condition of the returned device, it is possible that the complaint unit got damaged during handling of the device, which may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.